Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous arteriovenous graft in the forearm. A 5.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilation; however, on the first inflation at 20 atmospheres for 60 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).